Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the distal shaft of the 3.25 x 12 mm nc trek balloon became separated into two pieces during preparation. The device was not used on the patient. The procedure was completed successfully with another device. There was no clinically significant delay of procedure reported. No additional information was provided.